Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was attempting to change the reservoir and was unable to due the insulin pump alarming compromised force sensor system. Customer's blood glucose was 215 mg/dl. Customer advised to disconnect from the device. The device was not dropped or bumped to the alarm occurring. Customer was advised to continue disconnected. Customer reported the drive support cap was sticking out and he did not recall pressing it in. Customer stated his belt clip lock popped off and the belt clip might have pushed up the drive support while he wore it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.